Event description:
The laparoscopic instrument was plugged into the "monopolar 1" receptacle and the hand held pencil was plugged into the "monopolar 2" receptacle. The foot control was inadvertently plugged into the corresponding "monopolar 2" receptacle in the back of the machine. When the surgeon stepped on the foot control to activate the laparoscopic instrument, it did not work. The foot control was activating the hand held pencil that was lying on the patient's abdomen. If the pencil had been in a holster, as it should have been, the plastic would have burned but the patient may not have received a burn. There are two identical monopolar receptacles in the front of the machine right next to each other, and there are two identical foot control receptacles in the rear of the machine right next to each other. The design seems dangerous to me. Perhaps if the machine could detect there is a hand operated pencil, the food control would not activate. Maybe it should be designed with only one foot pedal and color coding for the hand activated receptacle and foot control receptacle.